Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer reloaded the same cartridge and alarm reoccurred. Customer changed the cartridge to resolve the alarm. There was no reported impact to customer's blood glucose.